Manufacturer narrative:
Bayer service performed a check of the injector and found it to perform to specifications. The subject disposables used during the injection were discarded at the site and the site was unable to provide the lot numbers. The site declined clinical applications assistance. This information does not constitute an admission that the device, the company or its employees caused or contributed to this reportable event.

Event description:
The customer reported the following: a (B)(6) year old female with a history of a periumbilical abscess underwent a CT of the abdomen and pelvis with contrast while connected to a stellant injector (serial number (B)(4)). Post injection, the radiologist visualized an indeterminate amount of air in the right ventricle on the images. No unusual (technical) issues were reported during the procedure to explain the presence of air. The patient was asymptomatic. The patient was kept for 24 hour observation and discharged to home the next day.